Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomalies noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. All bolus programmed and delivered during testing were properly recorded at the bolus and daily totals history screens. No bolus history or history anomalies were noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at the battery tube threads and minor scratched lcd window display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the patient was hospitalized for anemia, and while she was in the hospital she dropped the insulin pump in body fluid. The patient's current blood glucose was 339 mg/dl, which was being treated via manual insulin injection. Troubleshooting was initiated for the insulin pump. There was fluid under the lcd display screen. The previous bolus did not record in the bolus history as well. The fluid under the screen also made it difficult for the customer to read the display. The insulin pump will be returned for analysis.